Event description:
It was reported that the detector showing artifact on images. The use of device was unknown and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The mobilediagnost wdr r2/m90 is a mobile x-ray system for general radiographic purposes. It has the portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on the mobilediagnost wdr r2/m90 indicating that the detector showing artifact on images. The use of device was unknown and there was no patient or user harm. The field service engineer (fse) performed an analysis and concluded that the detector had been dropped, which caused an intermittent line artefacts on the images. The shock logs showed that the detector had a recent medium drop. Even after trying gain and pixel calibrations several times, the issue still persists. The detector needs to be replaced, and until then, the system remains out of action and cannot be used. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was accident (use error).